Manufacturer narrative:
Device not returned, follow up conversation with reporting physician. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
During a kyphoplasty procedure at level t4, less than 1ml of bone cement extravasated into the patient's epidural space. The procedure was immediately halted. Subsequent neurological evaluation concluded there was no change from the patient's pre-op neurological status. A CT-scan confirmed the presence of bone cement beyond the posterior wall of the vertebral body. Approximately 30 hours after the procedure, the patient suffered a fall and subsequently developed neurological symptoms that progressed to partial paralysis and loss of bladder control over the subsequent 4-5 days. A subsequent MRI, 10 days after the procedure, indicated a new compression fracture at level t4 and a spinal cord lesion on t4.